Event description:
The pt's wife reported the pt has not been getting better and has been severely ill since the pump was implanted. The pt has been sick with a fever since implant. Blood cultures were done; results unknown. The pt has been referred to a neurosurgeon to remove the pump. The incision is weeping with discharge; the pt was put on antibiotic and diagnosed with a septic bacterial infection. The pt was going to the ER the following day to have the device looked at.